Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
During an ablation of the atrioventricular node using radio-frequency (rf), the subject device did not stimulate. The physician had to stimulate the patient with the ablation lead. The subject device was already implanted before the programmed ablation and a previous interrogation showed no noise and no problems. When the physician interrogated the device, he reportedly observed pacing inhibition due to noise on the ventricular channel. The lead was tested with a medtronic pacing system analyzer and no noise or stimulation issue were detected. The physician decided to replace the subject device. The rf patch was placed behind the left shoulder.

Event description:
During an ablation of the atrioventricular node using radio-frequency (rf), the subject device did not stimulate. The physician had to stimulate the patient with the ablation lead. The subject device was already implanted before the programmed ablation and a previous interrogation showed no noise and no problems. When the physician interrogated the device, he reportedly observed pacing inhibition due to noise on the ventricular channel. The lead was tested with a medtronic pacing system analyzer and no noise or stimulation issue were detected. The physician decided to replace the subject device. The rf patch was placed behind the left shoulder.